Event description:
It was reported that on the implantable pacemaker there are frequent episodes of myopotential oversensing observed on this right atrial (ra) lead. Technical services (ts) was consulted and reviewed the stored electrograms (egms) and advised there is significant noise on the ra lead. Ts provided troubleshooting and advised further evaluation in-clinic along with consideration of a chest x-ray for further lead evaluation. The patient has been asymptomatic with these events. At this time, the device and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).